Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to a pancreatic walled off necrosis (won) during a fistula formulation procedure on (B)(6) 2020. According to the complainant, during the procedure, the physician was using an alternate method of deployment where the second flange of the stent is fully deployed in the scope, and the stent is then released from the scope by manipulating the scope with a down angle right twist. However, after deploying the second flange in the scope the physician had difficulty releasing the second flange from the scope. After fully deploying the stent the position was examined with the scope and it was determined the stent was incorrectly positioned on the stomach side. The stent was reexamined with a direct-view scope and was confirmed to be completely in the stomach. The stent was removed and the procedure was aborted because the physician did not have another axios available. A 15mm stent was successfully placed the next day. There was no patient complications reported as a result of this event.